Event description:
Reporter indicated that a hp handheld computer could not be powered on. Product was returned to manufacturer for analysis. No performance anomalies were found with the device. There are no findings that could have been contributed to the reported event.